Manufacturer narrative:
Further review/investigation of the event determined this event to be non-reportable. This medwatch will be voided.

Manufacturer narrative:
Lot 15989400: UDI (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size and disease state (including calcification) is required to ensure successful sheath introduction. If the vessel size is smaller than the introducer sheath outer diameter (8.3 mm for a 22 fr sheath), then vessel damage may result.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. It was reported that before inserting a gore® dryseal sheath, pta ballooning was performed on the right external iliac artery. When the sheath was inserted from the right femoral artery, it got stuck around the common iliac artery could not be advanced further. Therefore, the access was made from the right common iliac artery, and the ctag device was implanted without any reported issues. The final angiography showed a dissection in the right external iliac artery, which was treated with a bare metal stent. The physician reportedly stated that the dissection occurred at the time of pta ballooning.